Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08680 inches. No unexpected insulin flow blocked alarm or hardware low level alarms noted during testing however, hardware low level alarm is confirmed in the downloaded history file due to broken pin 6 trace at u1 on the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that they experienced high blood glucose. The customer blood glucose level was 33 mmol/l at the time of incident and current blood glucose value was 13 mmol/l. Customer reported that the insulin pump had hardware low level failures error. Customer received insulin flow blocked alarm. Customer reported alarm did not occur during fill tubing. Customer reported event was resolved by complete set changed. Customer reported that they performed self test and test passed. Customer was treated with insulin pump. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.